Event description:
A customer reported a cryocyte bag for which a slice on the bottom and corner seam of the bag was observed during thawing. The bag contained 80 ml of hpc-a cells, 72 ml of which were infused into the pt. The pt's infusion was delayed as a result of the bag breakage. Customer did not provide info regarding engraftment. The bag was stored entirely in liquid nitrogen. The duration of storage was less than one month. This complaint was reported in conjunction with reports of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.